Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge tubing. Reportedly, the customer did not perform the air removal step. Customer's blood glucose level 397 mg/dl. Reportedly, a supply change was performed to address the issue.